Event description:
A broken haptic was noted by the doctor following implantation of the non pre-loaded za9003 model intraocular lens (iol). A back-up za9003 19.0 diopter iol was used to complete the procedure and was implanted in the patient¿s ocular sinister (left eye). There was no patient injury and no medical or surgical interventions were required during the procedure. No further information is available.

Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.